Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump was dropped and had scratches on the screen. Customer's blood glucose reading was 153 mg/dl. No further information reported.